Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening after the patient fell. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (second): ifuse implant, p/n 7040-90, lot# 7550002440003, mfd. 04/25/11, exp. 2014-04-25, (B)(4); 3rd (inferior): ifuse implant, p/n 7035-90, lot# 7550002440002, mfd. 04/27/11, exp. 2014-04-27, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2011 where three implants were placed. The patient had a period of si joint pain relief before complaining of a recurrence of pain after a fall. The surgeon determined that that the 2nd and 3rd implants may have been loose and too dorsal based on lucency observed on x-rays. In (B)(6) 2019, the surgeon performed a revision procedure where he removed both implants using chisels and then added two new implants of the same type in more ventral positions. The status of the patient following the revision procedure is not known.